Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for left ventricular lead implant, during the procedure the right atrial lead dislodged and high thresholds were noted. The physician checked lead on fluoroscopy. The lead was noted to have enough slack. The patient was stable and recovering.